Event description:
Patient reported rupture diagnosed via ultrasound and confirmed via MRI. Later, healthcare professional confirmed. This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: device photograph(s) for the device related to the reported event of rupture was requested on april 17, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture diagnosed via ultrasound and confirmed via MRI. Later, healthcare professional confirmed. This record is for right side. The device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6b, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed via ultrasound and confirmed via MRI. Device remains implanted.